Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) checked and found blank/black screen. Fss checked the connection related to display screen, other printed circuit board (pcb) and reseated them. Fss rechecked the system and found all functions/parameters within the amo limits. The unit was found working well and was ready for use. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported black/blank screen with the sovereign compact console. There was no patient involvement reported and no patient treatments delayed or cancelled.